Event description:
On 7/19/2000, pt presented for a transurethral microwave thermotherapy to treat pt's benign prostatic hyperplasia. The site reported that following the treatment, the catheters foley balloon had a pinhole leak located near distal ligature. Transuretheral ultrasound was performed at insertion and 9 minutes and 23 minutes into the 30 minute treatment. Trans-rectal ultrasound showed balloon inflated and in good position. Physician used the butterfly marker on the catheter and position remained unchanged during treatment. This event is being reported as a similar event could cause a serious injury.